Manufacturer narrative:
The device was returned and evaluated. Visual inspection found both haptics were bent. One haptic was kinked back over the lens. Due to the damage, functional testing cannot could not be performed. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
The lens was not returned for evaluation. The investigation is ongoing.

Event description:
It was reported that the haptic of the intraocular lens (iol) tore off while inserting into the patient's eye. The incision was enlarged to remove the lens. A second lens of the same model and diopter was successfully implanted. Additional information has been requested but not received.